Event description:
It was reported that during implant, the lead exhibited threshold and sensing anomalies. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.